Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a slight, superficial separation was observed on the returned lead. Analysis indicated that this was most likely a result of the explant procedure. Analysis could not confirm the allegation. (The allegation was that the lead would not maintain its position in the coronary sinus.) Analysis concluded that the lead tip showed no visible signs of damage or defect which would lead to dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was repositioned due to loss of capture, but would not maintain its position in the coronary sinus. The next day, it was explanted. Another left ventricular (lv) lead was implanted instead. No additional adverse patient effects were reported. The lead was returned for reliability analysis.